Event description:
Clinical study. It was reported that 3 days post index procedure, the patient exprerienced a stent thrombosis (st). The index procedure treated 2 target lesions. Target lesion 1 was a de novo portion of the mid lad. The lesion was 2.75 mm wide, and 12 mm long. It was 90% stenosed, and mildly calcified. The physician predilated the lesion prior to placing a 2.75 x 16 mm taxus liberte stent.target lesion 2 was a de novo portion of the first diagonal. The lesion was 2.25 mm wide, and 10 mm long. The lesion was 90% stenosed, and was mildly calcified. The physician predilated the lesion prior to placing a 2.25 x 12 mm taxus liberte stent. The patient received gpiib/iiia inhibitors during the procedure. Residual stenosis was 0% post procedure. The patient was discharged one day later on aspirin, and plavix. On day 3, the patient presented to a local hospital with chest pain. ECG showed lightly elevated st in v1. Troponin positive. Coronary angiogram showed main vessel stenosis <50%, lad distal stenosis 50-90%m abd diagonal branch closed. Cardiac catheterization confirmed a stent thrombosis in the first diagonal. CABG was considerd, but the physician chose to continue providing medical therapy. Specifically, the patient continued on plavix, and aspirin therapy. The event resolved, and the patient was discharged 3 days later on plavix, and aspirin. In the opinion of the physician, there was a possible reltationship between the taxus stent, and the stent thrombosis. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The delivery device was disposed, and the stent remained in the patient. Therefore no analysis could be performed. The manucacturing records for top assembly batch 8347790 have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. There is on other complaint related to this batch number. This complaint was reported for "difficulty removing/ withdrawing". This will continue to be monitored for possible emerging trends.